Event description:
The pt underwent ablation with novasure on (B)(6) 2012, for menorrhagia. Procedure seemed to go well. Pt admitted to hospital for vaginal hysterectomy due to continued menorrhagia. During procedure, bladder was inadvertently entered resulting in conversion to abdominal hysterectomy. It was discovered that the bladder was sitting on the endocervical canal and the anterior portion f the uterus was disintegrated and no longer present. Pt required bladder repair and follow up appointment with urologist. The physician felt like the disintegration of the uterus was a complication of the ablation and was probably due to her 2 previous c-sections.